Event description:
It was reported that during initial implant procedure, there was insertion failure exhibited on the right ventricular lead. The clinician was unable to insert additional stylets after the initial stylet was removed. The lead was explanted and replaced with a new lead. There were no patient consequences or involvement.